Event description:
It was reported that, during a generator replacement procedure, high impedance was observed when a system diagnostics test was performed with the new generator. Pin re-insertion was tried and generator diagnostics were performed with normal results. The high impedance did not resolve. The new generator was left implanted, and a full revision at a later date is likely; however it has yet to occur. X-rays were taken, however per hospital policy, they will not be returned. A manufacturer's representative present at the replacement procedure reviewed the x-rays and indicated that it appeared as if one electrode was "disconnected from the nerve", however this allegation cannot be confirmed. Trauma and manipulation were not suspected, and recent diagnostic history was not available. Diagnostics with the new generator were provided. Attempts for lead product information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.